Event description:
Boston scientific crm received information that this right ventricular (rv) lead was not capturing and was dislodged. When the lead was explanted, the lead appeared to be kinked at the tip. The chronic rv lead was uncapped and put in service.